Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. This report will be updated if the device is returned and an investigation is complete.

Event description:
It was reported that when the device was taken out of a procedure, it began to smoke. There were no adverse consequences related to this event.